Event description:
It was reported that the patient had a procedure done the day prior to the report. The patient had been having this procedure done by their doctor for years previously. It was unknown what kind of procedure the patient had. The patient was in intense pain since the day prior to the report and they thought the stimulator was not working. The patient had been trying to use their stimulator but could not get it to work. It was noted that most of the time the stimulation wasn¿t working for the patient. The patient had problems with the stimulator on or off. It was unknown if the stimulator was working and not helping the patient or if there was something wrong with the stimulator. The issue with the stimulator not working had been going on for a couple of months prior to the report. The patient used their programmer and all the lights on the back of the programmer were green and indicated that the stimulator was on and working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 748940, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-33, lot # va0n55h, implanted: (B)(6) 2014, product type lead; product ID 3550-39, lot # n302341, implanted: (B)(6) 2012, product type accessory; product ID 355024, lot # n304709, implanted: (B)(6) 2012, product type accessory. (B)(4).